Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The subsequent bi result was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Two bis were received. One positive control bi with red ci disc, cap pressed down, yellow media in crushed vial. One complaint suspect positive bi was received. The ci disc is yellow, the cap is pressed down, and the ampoule is broken in the crushed vial. The positive bi result cannot be confirmed since no media remains with which to determine the presence of growth. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed.

Manufacturer narrative:
Lot number ¿ 32116137. Corrected catalog number ¿ 14324-97. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 09/06/2016 to 03/05/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. No information was provided in regards to what the bi was placed in or if the bi vent holes were blocked. Both situations may block the flow of h2o2 to the spore disc causing a suspect bi to occur. A customer letter will be sent regarding the instructions for use (IFU) and proper handling. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.